Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the phenomenon reported by the customer was reproduced as the phenomenon, ¿e224 displayed on monitor¿. From the device inspection results, it is likely that the e224 error code occurred due to a communication failure caused by the faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k camera head had poor image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found a poor image, and e224 (indicating camera head communication error) displayed on the monitor due to a bad cable. The device evaluation also found a cracked and worn-out focus ring. A faded label on the rear cover.  The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.